Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) an alarmed sounded and the unit became unstable. There were no health problems for the patient.

Manufacturer narrative:
Due to character restrictions in block e1 event site name :(B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: g1 contact person ¿ mfg site; h6 type of investigation, investigation findings, investigation conclusion, problem code. Corrected fields: d8; e1 initial report, event site address. The last reply received from a getinge field service engineer (fse) stated that repairs had not yet been carried out. The issue did not repeat. The fse stated that they were considering replacing the executive processor board based on the fault log. Fault#: 63 was observed in the logs. If any pertinent information is provided in the future, the complaint will be reopened and updated accordingly.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) had an alarm sound and the unit became unusable. The unit was useable after rebooting. The unit was replaced with a cs300 about 30 minutes later as a precaution. There was no harm or injury.